Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. In transit.

Event description:
During insertion of the anchor, the distal tip of the inserter broke off the inserter. After the anchor was inserted approximately 75-80 %, the inserter began spinning on the anchor. When the surgeon removed the inserter, the distal tip fell off the inserter. The surgeon removed the distal piece with a grasper without incidence. The surgeon used a ronguer to remove excess anchor and used the anchor to repair the tendon.

Manufacturer narrative:
The complaint device was received and forwarded to the engineering group for a fault analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related to the failure and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. This failure mode is currently being investigated by the mitek engineering team in an effort to determine root cause. At this time the engineering team's failure analysis is inconclusive; they have not yet determined a root cause for the device's failure mode. This file will remain receptive to any potential future information received that is relative and germane to this issue. Also, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.